Event description:
It was reported that the dyonics 25 control unit was delivering higher pressure than calibrated. No case reported; therefore, there was no patient involvement.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. There was a relationship found between the returned device and the reported event. A visual inspection was performed on the exterior of product and a cosmetic flaw (gap) was observed between the top cover and front bezel and missing two feet. A functional evaluation revealed the touchscreen was unresponsive. Using a d25 hand held control the device failed the flow rate test. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The complaint of increase in pressure was confirmed, and the root cause has been associated with a electrical component failure. Factors which could have contributed to the reported event include a defective transducer please refer to the operations/service manual for troubleshooting guidance if poor or erratic pressure performance is observed. No containment or corrective actions are recommended at this time. The unresponsive touchscreen was confirmed, and the root cause has been associated with an electrical component failure. Factors, unrelated to the manufacturing and design of the device which could have contributed to the reported event, include a defective system controller pcb or lcd display. No containment or corrective actions are recommended at this time.